Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous mid right coronary artery. The 2.75x16mm promus element mr stent was unable to cross the lesion. After removal it was noted that a stent strut was lifted up. The procedure was completed with another device. No patient complications were reported and patient condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. Device evaluated by manufacturer: the unit has not been returned; therefore a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).